Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: email address. G1: contact office - first/given name, last name and email address. G1: contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tac1 (abut tapered 1-pc screw-vent 3.5mm 1mm) for evaluation. Visual evaluation was performed, there was slight wear from usage however, no malfunction to the threads of the abutment and screws. Unable to confirm loosening with all the available information. DHR review was completed for the subject lot number 2120026703. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120026703 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error - abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported loosenings from abutment and retaining screws on tooth sites # 42-44-46. No impact on the patient reported. Procedure was completed with another screws. Implants remained implanted. This report refers to abutment loosening.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.